Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion behavior, showing 17% in the estimated battery longevity remaining. Additionally, a battery depletion (bd) alert was displayed. A copy of device memory was saved and submitted to technical services (ts) for review. Device data confirmed the suspected premature battery depletion, for which device replacement was recommended within 90 days. Therapy delivery is currently unaffected, and the device will be able to provide 6 shocks without exceeding a charge time of 15 seconds. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion behavior, showing 17% in the estimated battery longevity remaining. Additionally, a battery depletion (bd) alert was displayed. A copy of device memory was saved and submitted to technical services (ts) for review. Device data confirmed the suspected premature battery depletion, for which device replacement was recommended within 90 days. Therapy delivery is currently unaffected, and the device will be able to provide 6 shocks without exceeding a charge time of 15 seconds. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device is not available for return as it has been retained by the customer.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion behavior, showing 17% in the estimated battery longevity remaining. Additionally, a battery depletion (bd) alert was displayed. A copy of device memory was saved and submitted to technical services (ts) for review. Device data confirmed the suspected premature battery depletion, for which device replacement was recommended within 90 days. Therapy delivery is currently unaffected, and the device will be able to provide 6 shocks without exceeding a charge time of 15 seconds. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.